Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent an l4-l5, and l5-s1 fusion involving rhbmp-2/acs. Rhbmp-2 was mixed with autograft and implanted at multiple levels. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the fusion surgery on (B)(6) 2005 select parts of rhbmp-2/acs were used. Patient complained of chronic pain daily. It was alleged that the patient suffered injuries, the exact nature of which was not completely known to date. Approach: (B)(4).

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnoses: postlaminectomy syndrome. Lumbar radiculopathy. Nonunion of lumbar spine. Nonunion of lumbar spine. Pseudoarthrosis. Chronic pain syndrome. For which, patient underwent following procedures: anterior lumbar diskectomy, l4-5; l5-s1. Exploration of fusion, l4-5; l5-s1. Anterior lumbar osteotomy, l4, l5, s1; anterior lumbar interbody fusion, l4-5; l5-s1. Partial vertebrectomy, l4. Anterior partial vertebrectomy, l5, s1. Placement of intervertebral prosthetic device, l4-5; l5-s1. Harvest of local autologous bone graft. Bone morphogenic protein for spine fusion. Non structural allograft for spine fusion. Fluoroscopic visualization and control. Intraoperative neurologic monitoring. Sensory evoked potential monitoring greater than two and half hours. Per op notes, intraoperatively, prosthetic devices were placed at l4-5 and l5-s1. Previous fusion was identified at l4-5. It was identified to be a pseudoarthrosis. The precision device was then placed within the prosthetic device along with the bone morphogenic protein and allograft and local bone graft. Similarly at l5-s1, precision prosthetic device was then packed in good position along with bone morphogenic protein, local autologous bone graft, as well as allograft. Good fixation was identified. Patient tolerated the procedure well without any intraoperative complications. On same day, patient also underwent following procedures: lumbar hemilaminectomy, left l3. Revision laminectomy and bilateral foraminotomy, l4. Revision hemilaminectomy, right l5; left l5; right s1; left s1. Exploration of lumbar fusion. Posterior segmental spinal instrumentation. Placement of epidural catheter through a separate fascial incision. Bone morphogenic protein for fusion. Allograft structural for fusion. Posterior lateral fusion, l4-5; l5-s1. Posterior osteotomy, l5 and s1. Intraoperative neurologic monitoring. Sensory evoked potential monitoring times two and a half hours. Elective nerve root monitoring times six. Per op notes, at l4, l5 and s1, posterolateral fusion was augmented on the left side with bone morphogenic protein as well as allograft and local autologous bone graft. Patient tolerated the procedure well without any intraoperative complications.